Event description:
The sales rep reported that the clinician had difficulty using the lumbar kit. The surgeon gets good flow through the tubing needle, but no to minimal flow through the catheter. The patient is being monitored. The surgeon wants to conduct a revision using product code 82-1706 and will obtain a catheter from another account. Additional information from the sales rep stated that once the rep picked up the device, the surgeon decided not want to use it. He decided to use product code 82-1707 and had the same problem. He concluded that he does not believe there was an issue with the catheter, rather a patient issue.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that a visual inspection was performed and no damages were observed. The difficulty reported by the customer could not be confirmed. The catheter was received without the guide wire and the plastic connector was attached to the catheter. Some debris was observed at two of the holes at the distal end of the catheter. The debris is consistent in appearance with biological debris. No occlusions were noted in the catheter when the catheter was irrigated. The lot history records review could not be conducted, as the product lot number was not provided by the customer. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.